Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect since the implant three years ago and was in "worse pain" now than prior to implant. The pt had chronic pain in l4 and l5 that was not relieved with pump therapy. The pt's pain level was a 7. The pump was due to be refilled next january. The pt experienced dizziness when a bolus was delivered via the programmer. It also was reported that the pt had difficulty powering on the programmer despite recently changing the batteries. The medications being delivered via the device system were dilaudid and bupivicaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.